Event description:
Failure of locking mechanism for screws in anterior cervical spinal plate. Screws subsequently migrated, necessitating return to the operating room for revision surgery. Routine postoperative x-rays demonstrated failure of hardware as above. FDA safety report ID # (B)(4).